Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: belgium. During the process of implanting the quintex cervical plate and screws, in one of the screws the ring broke off. This ring is intended to lock the screw in the plate (against backing-out).